Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery now alarm. The customer's blood glucose level was 14 mmol/l at the time of incident. The customer did not received any low battery alert's prior to replace battery now alarm. It was reported that this was the second occurrence of replace battery now without a low battery warning. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected battery power loss alarm during testing, no unexpected replace battery now alarm and no unexpected low battery alarm noted. (B)(4).